Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with (B)(4). Subsequently, davol has received add'l event info indicating that the associated event device is not a recalled composix kugel mesh; therefore, we are submitting this MDR based on the add'l info received. The medical records provided indicate the edge of the bard composix kugel mesh had curled at one edge and that the pt had and was treated for a second ventral hernia, superior to the previous mesh repair. The report otherwise does not specify a specific product problem and no product was returned for eval, therefore, based on the currently available info, there is no indication that a failure in the device caused or contributed to the event. See MDR 1213643-2011-00028 for info related to the bard ventrio mesh implanted on (B)(6) 2009.

Event description:
Attorney reported: pt sustained injury and damages associated with use of defective product, bard composix kugel hernia patch. Specifically, as a result of having the composix kugel patch implanted in pt, pt suffered disabling pain and required surgical intervention. Info from medical records received for review: on (B)(6) 2008 - incisional hernia repair w/bard composix kugel mesh. On (B)(6) 2009 - incarcerated ventral hernia repair w/bard ventrio mesh. Previously placed composix kugel mesh was noted to have a curled-up edge, however, surgeon notes he was unable to get edge to lay flat. On (B)(6) 2009 - office visit, pt presented with small opening on lower aspect of incision, no redness. Antibiotic treatment, wound care. On (B)(6) 2009 - office visit, wound clean, no cellulitis, mesh seen at base of wound. On (B)(6) 2009 - office visit, low grade fever, intense pain w/use of wound vac. Wound clean, mesh exposed. On (B)(6) 2009 - office visit, wound clean, no purulent drainage, mesh still exposed. On (B)(6) 2009 - wound excision w/bard ventrio mesh excision and ventral hernia repair. On (B)(6) 2010 -repair of recurrent incisional hernia w/bard composix kugel mesh.